Event description:
The customer's niece called and reported that the insulin pump was beeping. The niece stated that the customer was hospitalized for high blood glucose. The customer was incoherent and the paramedics were called. The blood glucose reading was 559 mg/dl. Troubleshooting was performed and found that her last bolus was programmed the day before. Also the niece stated that the insulin pump was found in a trash can. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.